Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Ref MFR report: 1627487-2013-07549 and 1627487-2013-07551. It was reported the pt's ipg had a one inch crack on the front that exposed the internal components to the body. It was reported the ipg was explanted, and the details regarding the explant were unk. It was unk if the lead and extension were explanted at the same time.